Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a "glitchy" screen which was further described as "vertical lines that dance/shake around the right hand side of the screen". The user rebooted the pump a few times still appeared glitchy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
. H11: the device was received for evaluation. During functional testing, the reported "glitchy screen" was reproduced. It was observed that after starting the pump, the right side of the display began to flicker. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a defective lcd display. The display requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.